Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer initially reported a frozen display, which was then resolved by inserting the recommended brand aaa battery. Customer called back to report receiving intermittent button response from the insulin pump. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. Customer did not wish to do so. The customer's reported blood glucose value was 5.2 mmol/l. No further information was provided.